Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a rotator cuff repair utilizing a suture anchor on (B)(6) 2013. During the procedure, the suture anchor fractured in the patient's bone upon insertion. The surgeon removed the fractured piece and used another suture anchor to complete the procedure.